Manufacturer narrative:
The quattro catheter associated with this complaint was discarded by the customer. Since the device was not returned, an investigation could not be performed and a root cause could not be determined. Only limited information was reported. Customer did not report if the patient did receive or not any dvt prophylaxis. Event of dvt was assessed as not serious because intervention for the event was not reported. Event assessed as possibly related to the quattro catheter due to relevant timing and location of dvt. Dwell time, which could contribute to development of dvt not reported. Dvt can occur with usage of venous catchers of any kind. It was shown that intravascular temperature management does not increase the rate of catheter-related dvt [zoll white paper]. At the same time, itvm usually implemented to treat patient in a critical clinical condition. The patient's clinical condition of probably contributed in development of dvt.

Event description:
A zoll quattro catheter (lot # unknown) was placed in the patient's femoral vein for ivtm treatment. As reported, there was difficulty with the catheter insertion, and multiple femoral sticks were required to place the catheter. After an unknown period of time, it was noted that the patient developed a deep vein thrombosis (dvt) in the leg due to the difficulty faced during catheter placement. No further information was provided by the customer. Patient's status information was requested, but the customer did not provide a response; therefore, patient's status is unknown.